Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found device in bvvi mode. The cause of the bvvi was due to emi exposure during decontamination process.

Event description:
This report is to advise of an event observed during analysis.